Manufacturer narrative:
Device eval by manufacturer: upon receipt at our post market quality assurance laboratory, this innova self-expanding stent system was inspected for damage. Visual examination revealed a kink to the outer sheath at the nosecone. The stent was no longer inside the sheath. Microscopic examination revealed no additional damages. The thumbwheel lock and pull rack were no longer in the manufactured position. Because there was no evidence of any product quality deficiencies, it was considered likely that the kink was attributable to handling. Inspection of the remainder of the device revealed no other damage or irregularities. Product analysis indicates that instructions were not followed which led to the reported event.

Event description:
It was reported that the stent inadvertently deployed. This 6 x 60 x 130 innova stent was selected for use in a percutaneous intervention procedure for an 80% stenosed mid-superficial femoral artery lesion, which was approximately 6cm in length. The guidewire was able to cross the lesion and pre-dilation was performed with a balloon. Then this innova package was opened, and it was found that part of the stent had deployed outside the protective sleeve. The stent was not used, and the procedure was completed with another of the same device. There were no patient complications.

Event description:
It was reported that the stent inadvertently deployed. This 6 x 60 x 130 innova stent was selected for use in a percutaneous intervention procedure for an 80% stenosed mid-superficial femoral artery lesion, which was approximately 6cm in length. The guidewire was able to cross the lesion and pre-dilation was performed with a balloon. Then this innova package was opened, and it was found that part of the stent had deployed outside the protective sleeve. The stent was not used, and the procedure was completed with another of the same device. There were no patient complications.